Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five days post index procedure, a thrombus was identified on the closure device. The patient was instructed to discontinue dual antiplatelet therapy and begin oral anticoagulant medication. Future transesophageal echocardiogram (tee) will take place to assess the thrombus.